Event description:
A male patient received an acetabular cup, right side, on (B)(6) 2007. Patient stated pain in right hip since it was implanted.

Manufacturer narrative:
Additional information received does not change the initial assessment of this case. Since this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
This case has been re-opened to enter additional information received on 01/27/2014. The date of the revision surgery has now been reported. The pt underwent revision surgery on (B)(6) 2012 due to pain, loosening, metallosis and pt's blood test showed elevated cocr.

Manufacturer narrative:
Additional information was received on 07/02/2015. The devices were returned and the result of the visual examination has been made available. Third body material present on the porous coating of the durom acetabular component. Large scratching present on the porous coating of the durom acetabular component. Scratching present on the rim of the durom acetabular component. Chipping present on rim segments c and d of the durom acetabular component. Third body material present on the articulating surface of the metasul ldh large diameter head. Third body material present on the head cavity floor of the metasul ldh head adapter. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
At the time of this report, the device is still implanted in the patient. The lot numbers were received for the device and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).